Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report while he was in the hospital for heart surgery, he forgot how to add bolus. The customer's blood glucose during the time of call was at 249 but had possible high blood glucose in 600's while hospitalized. Customer stated that blood glucose was so high that the pump did not give a number. Customer stated he was off pump but did not specify for how long. The product was not returned for analysis.